Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter display was missing segments. The pt took no actions and rec'd no medical attn following attempted use of the reported meter. The customer svc rep confirmed that the meter display had missing segments. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and lancing device were replaced.